Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that they had a car accident in 2009 and was run over at (B)(6) in 2010. It was stated that the woman¿s mirror hit them in the back between the shoulder blades. It was reported that they checked the therapy and said everything was fine. It was also reported that there was shocking at the ins site which was a sudden change. The shocking would start when the patient would press the ins back against the wall and apply pressure. The shocking would stop after a minute or two. The shocking had occurred 3-4 times between 2009 and 2014. There was difficulty charging that had been since implant on (B)(6) 2008. The patient would have to lay down in order charge the ins. The patient would have to lay so long that they would throw out their back and their back would be out for 2 days. The ins site was painful since implant and gradually was getting worse. It was reported that the last time there were able to charge was the 2013-2014 time frame. The patient was changing the phone number and also wanted to talk about what other implantable neurostimulator (ins) options there were so that they could get a new implant. It was reported by the consumer that the health care professional (hcp) would prefer to just have the ins removed. It was reported that the patient had breast issues and that having mris was very important. The hcp thought that they patient should have the ins removed. The patient also stated that they had 5 back surgeries on l4, l5, and s1.

Event description:
Additional information was received from the patient. The patient was given pain medications. Some of the handheld parts of the device were replaced and settings were changed. The patient clarified that their healthcare provided recommended ins removal, but they had to check to see if they needed a new referral. Surgery had not been planned. The patient added that the implant seemed to work fairly well, but it was very hard to get it to charge. They would have to lay directly on it when they finally got enough bars to charge. It was would leave an indentation of the charging magnet in their back and would put their back out for 2 to 3 days, no matter how little or long that they charged. It would take forever to charge it if charged at all. It eventually went dead. They did not call to have it rebooted. They figured it wasn¿t work the pain of charging it.